Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Vet use only. Product investigation summary: the devices were returned with damage and wear consistent with being implanted. The heads of all three locking screws have sheared off and were returned. Two heads were still locked into the returned plate. The three returned cortex screws were relatively undamaged, with only slight wear on the threads and the hexagonal drive recess. Although the exact cause cannot be determined, it is likely that early excessive strain by the patient (a canine) caused the breakage. A visual inspection and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Tabulated product drawing was reviewed during this evaluation which notes the latest released standard part number drawings for the non-veterinary equivalent screws. For example, vs303.040 vet screw will be evaluated using non-vet part# 212.117. Vs303.045 vet screw will be evaluated using non-vet part# 212.119. Therefore, tabulated product drawing was reviewed for screw part numbers 212.117 and 212.119. The screws are manufactured from 316l stainless steel, which is a typical material used for implantable bone screws. Although the exact cause cannot be determined, it is likely that early excessive strain by the patient (a canine) caused the breakage. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that original surgery was performed on (B)(6) 2015. On (B)(6) 2015 a revision surgery was performed due to pain, irritation, discomfort, instability, non-union and three broken locking screws. A 3.5mm intact tibial plateau leveling osteotomy plate (tplo), three (3) broken 3.5mm locking screws and three (3) intact cortical screws were explanted. The veterinarian had difficulty removing the broken screw; however there were no broken fragments were left in patient. Procedure was successfully completed without any surgical delay and patient was revised with broad plate and external skeletal fixator. It was reported that medical intervention was required such as bone graft, antibiotic therapy, ongoing treatment and event date was unknown, but likely occurred during the first month post-operative. History and co-morbidities shows, bilateral cranial cruciate ligament tears and clinical findings were un-stable osteotomy with surgical site infection. It was anticipated that implant removal will probably be needed in future. This complaint is for three (3) broken 3.5mm locking screws. This is report 2 of 3 for (B)(4).